Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal flow sensor failure due to environmental debris. The device's flow sensor was replaced to address the issue. Additionally, a ventilator service required alarm was discovered in the device's event log, and the internal battery was replaced to address the issue. The device passed calibration.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal flow sensor failure due to environmental debris. The device's flow sensor was replaced to address the issue. Additionally, a ventilator service required alarm was discovered in the device's event log, and the internal battery was replaced to address the issue. The device passed calibration. The coding was improperly reported in the previous report and has been updated to the correct coding in this report.